Event description:
It was reported that this right atrial (ra) lead was fix and surgically explanted due to lead fracture. This ra lead was replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was fix and surgically explanted due to unknown product performance issue. This ra lead was replaced. No additional adverse patient effects were reported.